Event description:
After 4 months of implantation the flow rate had declined. The valve was implanted at pressure level 2.5 and hydrocephalus was observed. The valve was then changed to pressure level 0.5 but the pt's condition did not improve. An injection of contrast media revealed no obstruction. The valve was then explanted and replaced.